Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by approximately 115 mm. The deployment suture thread had been cut at approximately 290 mm from its point of release. Microscopic examination of the thread noted that it did not appear frayed at the point of break. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the shaft of the device. It was noted that the stent cover had several slits in the center of the stent. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the stent was being implanted to treat dysphagia due to a malignant tumor blocking the esophagus. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, once the stent was almost fully deployed (80% deployed) the stent was no longer able to be released. There was no visible damage to the device. The physician had difficulty removing the partially deployed stent due to suture blockage. The suture was cut and the stent was removed from the patient partially deployed. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the stent was being implanted to treat dysphagia due to a malignant tumor blocking the esophagus. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, once the stent was almost fully deployed (80% deployed) the stent was no longer able to be released. There was no visible damage to the device. The physician had difficulty removing the partially deployed stent due to suture blockage. The suture was cut and the stent was removed from the patient partially deployed. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.